Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was able to be interrogated while still in the shipping box. Analysis noted it returned an implanted status upon interrogation. Reviewed the memory and based on the information in the memory, the device was interrogated three months earlier. This indicated the device had been out of ship mode since that time. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. A magnet was applied to the s-ICD which appropriately induced tones analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the field representative was unable to establish telemetry between the programmer and this boxed subcutaneous implantable cardioverter defibrillator (s-ICD). The tablet programmer was able to successfully find other devices. When a magnet was applied to the device, no tones were heard. The same result of no tones was observed after performing a magnet reset on the device. The s-ICD was returned from the field for analysis.